Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Batch: 4243290, batch creation date: 2024-08-30, batch expiration date: 2029-07-31, full UDI: (B)(4), batch: 4290356, batch creation date: 2024-10-17, batch expiration date: 2029-09-30, full UDI: (B)(4).

Event description:
Material#: 309653, batch#: 4290356, 4243290, 4233037. I¿m one of the buyers. I was provided your contact info as our rep for bd syringes. Staff have brought up a concern with syringes that are leaking. They have some screen shots to show lot numbers. I¿ve copied xxx our materials coordinator. Please let us know what other info we can provide. Has this issue been brought to your/bd¿s attention by other facilities?

Manufacturer narrative:
(B)(4) follow up: it was reported syringes were leaking. As samples were not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. The photos show packaging blister top webs. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lots 4290356, 4243290 and 4233037. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.